Manufacturer narrative:
Concomitant medical products: dtma1qq ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an infection. The device and leads were replaced with a temporary pacing lead and external device. No further patient complications have been reported as a result of this event.